Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the lock lever of the connecting tube was broken by external stress. Accordingly, the connecting tube could not be connected. Additionally, an external stress was applied toward wrong direction. The instructions for use warns the prevention method associated with the event in: abnormality can be detected by performing the following inspection. 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the connecting tube was broken. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported that the connecting tube was broken. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.